Event description:
Literature was reviewed regarding a 90-year-old female patient who underwent transcatheter aortic valve implantation (tavi) for treatment of severe aortic stenosis. During the implant procedure, a medtronic 29-mm evolut pro bioprosthetic valve dislodged from the target position showing moderate paravalvular aortic regurgitation and a mean gradient of 17 mmhg. The valve was snared to allow for advancement and placement of a second evolut pro bioprosthetic transcatheter valve which resulted in no residual aortic regurgitation and mean gradient of 5 mmhg. Approximately seven years later the patient presented with acute congestive heart failure and pneumonia. Transthoracic echocardiography showed bioprosthetic valve dysfunction with severe valvular aortic regurgitation. While hospitalized, the patient¿s condition worsened as she developed multiple organ failure and acute respiratory distress. Subsequently, the patient underwent an emergent procedure with successful implant of a non-medtronic transcatheter valve which resulted in no residual aortic regurgitation and a mean gradient of 8 mmhg. Two days post-procedure, the patient developed complete atrio-ventricular ( av) block which required implant of a permanent pacemaker. Seven days later she was transferred to rehabilitation and at the six month follow-up she was found to be in good condition. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: mauler-wittwer et al. Emergent redo transcatheter aortic valve implantation in a nonagenarian patient with multiple organ failure. Cjc open. Vol 7, iss 11, nov 2025, p 1535-1537. Doi: 10.1016/j.cjco.2025.08.014. Published online sept 1, 2025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.